Manufacturer narrative:
The cause for the erroneous white blood cell results is unknown.

Event description:
Customer reported a false negative while blood cells on the clinitek status instrument and by visual analysis. Microscopic white blood cell results and results from a competitor instrument were both positive. There was no report of injury for this event.

Manufacturer narrative:
Additional information: siemens technical operations team evaluated the returned instrument and was not able to confirm complaint. Customer has been provided with a new instrument.